Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an appendectomy procedure, the stapler locked when it was closed. The doctor had to extend the incision to remove the stapler from the patient. Additional information has been requested.